Event description:
Customer reported being hospitalized due to high blood glucose levels and dka. Customer is six months pregnant and experiencing bent cannulas as well as blood at site, recommended a different kind of infusion set. Troubleshooting was performed and pump appeared to be functioning properly.